Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro-tip of the craniotome device was fractured and the bearing was worn. It was determined that the color band was chipping/fading, and the device had a component damage and vibration. It was further observed that the labeling and etching were illegible. It was further determined that the device failed pretest for labeling assessment, visual assessment and vibration. It was noted in the service order that during pre-surgery, while operating the device, it was discovered that the drill device came out as the device could not hold it. This event did not occur during surgery. There was no patient involvement. It was reported that there were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.